Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a female patient was implanted with an impella cp device for mechanical circulatory support. The user facility reported the impella access site developed a large hematoma. The hematoma was about 13cm in diameter. The operator immediately held pressure and tried to express the site, but this made little improvement. The physicians agreed that the impella would need to be removed. The patient was completely impella dependent and would not survive without the support. A second device was inserted into the left femoral artery while the first impella was removed from the right. While closing the right femoral access site, the perclose device malfunctioned. The device broke into two parts. The hydrophilic dilator was left inside the artery, and the handle was removed with force. The physicians used the peel away sheath to introduce a 6fr sheath, glide advantage wire and peripheral balloon to occlude the vessel proximal to the access site. Bleeding was controlled, and the patient was taken to the operating room (or) for vessel repair and removal of the closer device left behind. Patient was implanted with an impella cp device for mechanical circulatory support.

Manufacturer narrative:
The investigation into the reported access site bleeding and vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The cause of the access site bleeding issue was not determined since product was not returned and with insufficient clinical information. The cause of the vascular damage issue was most likely use related due to perclose device malfunction by breaking into two parts during site closure. Correction : section h6: the clinical code and the medical device problem code was inadvertently left out in the initial report which has been added to this report.